Event description:
It was reported that patient underwent a replacement procedure of his ambicor penile prosthesis (app) due to unknown reasons. According to information provided, device was implanted in 1985. All components were explanted and a new inflatable penile prosthesis (ipp) was implanted. No information about the patient outcome is available at the moment. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.